Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the gantry microphone was not working and the patient could not be heard. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that the operator was unable to hear the patient through the gantry microphones. The philips field service engineer (fse) confirmed that there was no patient impact or patient injury as a result of this issue. The operator was able to use the auto voice feature and/or communicate in person with the patient to successfully acquire images. The philips fse performed an evaluation of the system¿s volume control options/system sound properties, and confirmed that the gantry microphones had failed. The fse replaced two breathing light assemblies, gantry front and back, to resolve the issue. Communication was confirmed to be satisfactory after the breathing light assemblies were replaced. The system is operational and in clinical use.